Manufacturer narrative:
This is the first of 2 reports. Subject device is not available.

Event description:
It was reported that during balloon assisted coil embolization for an aneurysm located on the anterior communication artery (acom), both balloons were not visible during contrast inflation concluding that there was a leak. Second balloon had visible leaking in the catheter proximal to the balloon. No clinical consequences to the patient was reported. This report concerns the first balloon (subject device). .

Manufacturer narrative:
Expiration date: added. Product available to stryker: updated. Device evaluated by mfg: updated. The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with a guide wire within. During functional testing, an attempt was made to flush the balloon catheter with the guide wire inserted, however the balloon was noted to be leaking from a hole at the distal end of the balloon. Information available indicated that the balloon was confirmed to be in good condition prior to use and the physician had inflated the device 3 times prior to reported leak. Based on the information available and analysis of the device, it is probable that the balloon became damaged during the clinical procedure contributing to the observed leak; therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during balloon assisted coil embolization for an aneurysm located on the anterior communication artery (acom), both balloons were not visible during contrast inflation concluding that there was a leak. Second balloon had visible leaking in the catheter proximal to the balloon. No clinical consequences to the patient was reported. This report concerns the first balloon(subject device). .